Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lap lar, the jaws could sometimes not be opened after the reload was connected to the adapter. Then the surgeon tried to fire the device but could not. The indicators were flashed, meant it was over 50th procedure, however the customer said it was only 40th procedure to use the handle and the adapter. The procedure was completed with another device. There was no patient injury.